Event description:
Pt experienced a reaction after beginning orthodontic treatment which included a rash and puffy, reddish oral tissues. The braces were removed two months later but symptoms continued. Pt consulted a physician and a dermatology clinical and was given a prescription for a steroid (prednisone). Pt told manufacturer that she is allergic to glue and latex but orthodontist stated that his orthodontic clinic is latex-free. Orthodontist stated that he examined pt in 2006 and saw no evidence of rash. Pt has had no testing done to determine what caused her reaction.